Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to adjust pacer rate and output. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during incoming testing; however, after disassembling the device to determine root cause the malfunction was no longer seen, the device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.